Manufacturer narrative:
A ge rep evaluated the system and repaired the interconnect cable connector. The system operates as intended.

Event description:
The customer reported the system has a broken interconnect cable. No pt injury was reported.